Event description:
It was reported that following a fall the patient experienced ineffective therapy. As a result, surgical intervention was undertaken to explant the system on (B)(6) 2025. During the surgery, a lead fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.